Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized. The hospitalization was not insulin pump related. Two sensors did not work while in the hospital and were thrown away. The customer had sensor versus blood glucose level issues. Customer's blood glucose level was 40 mg/dl but their sensor glucose level was 85 mg/dl. The sensor glucose and blood glucose difference is not within acceptable range. The sensor will be returned.